Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed and was determined to be use-related. One 3cg stylet was returned for evaluation. An initial visual observation revealed use residue in the sample. A kink was observed within the polyamide tubing of the stylet. A microscopic observation revealed the core wire was kinked just before the magnets. The tip of the stylet was unremarkable. The damage observed indicates the stylet experienced mechanical stress likely from insertion against resistance, such as tissue or improper angle. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer during single lumen 4fr PICC insertion, resistance met but able to fully pass catheter. Multiple passes made with patient performing vagal maneuvers and position changes as PICC would not drop. When 3cg wire was removed from catheter and inspected, kink noted and catheter integrity appeared to be compromised. This wire was immediately removed from the procedure and a new kit was used for the rest of the procedure and tip of catheter was present upon inspection. No harm to the patient.